Manufacturer narrative:
Correction- a4- patient weight should be been marked as 58 kilograms, which was not included in the previous report.

Manufacturer narrative:
The reported complaint of unable to untighten the setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the a-setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood making it difficult to engage the setscrew to untighten it. The blood most likely came through holes punched through the septum by the torque wrench during the implant procedure. Electrical testing revealed that the device has reached normal elective replacement indicator. No other anomalies were found.

Event description:
New information received notes that fluoroscopy and venogram were used on (B)(6) 2021 to complete the pacemaker replacement procedure.

Event description:
It was reported that a patient presented in-clinic for a generator change procedure. During the procedure, the patient's pacemaker set screw was unable to be loosened. The pacemaker was explanted and replaced on (B)(6) 2021. No patient consequences were reported.